Manufacturer narrative:
Device evaluation: evaluation of vad-57266 found a thrombus surrounding the outlet stator bearing ball, extending into the vanes of the outlet stator. The patient presented with elevated ldh with signs and symptoms of hemolysis despite medical management. The thrombus could have contributed to the reported increase in ldh; however, the cause of the thrombus could not be conclusively determined. Examination of the pump blood contacting surfaces found a denatured ring of tissue-like thrombus adhered to the outlet stator bearing ball, extending into the vanes of the outlet stator. The tissue showed laminated layering, indicating that the ring formed over an undetermined period of time. The evaluation could not determine the cause of the thrombus. The pump was returned assembled with the driveline (dl) cut approximately 4¿ from the pump housing and the severed portion was not returned. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Age of device: 3 years, 9 months, 20 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient had elevated lactate dehydrogenase (ldh) and hemolysis. Patient underwent a pump exchange on (B)(6) 2018 due to the event. Additional information was requested but not yet provided.